Manufacturer narrative:
(B)(4). Additional information received from the nurse. This report for air in the patient line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the air in tubing is user error. Labeling review found the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event, however, stated that the patient is still on peritoneal dialysis therapy and has not reported having any issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.

Event description:
A customer contacted global technical services and reported that the line was filled with air when the homechoice machine was at the check patient line/connect yourself display prior to the start of therapy. The home patient (hp) woke up in the middle of the night and the hc read 'connect yourself' and the line was filled with air. There was no injury or medical intervention was reported. No further information is available at this time.